Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 3 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is indicative of cyclic fatigue until subsequent mechanical failure of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient's year of birth is (B)(6) (year valid). Explant date is unknown but it happened in (B)(6) 2017. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent fusion surgery at l4-s1. Reportedly, post-op, the patient had a superficial wound infection that healed well after antibiotic treatment. Since (B)(6) 2017, the patient had gained pain in the back and noted a sparkling noise in her back. A CT was conducted in (B)(6) 2017, which showed that the screws were fine. A supplementary provocation CT in (B)(6) 2017, however, showed broken screw. The patient underwent revision surgery for removal of broken screw and rest of the construct as well. Everything was replaced with new implants in the surgery. The patient had not achieved solid fusion. The tips from the two broken s1-screws couldn't be removed and were left in the body as the surgeons didn't want to cause more tissue trauma and risk infection.

Manufacturer narrative:
Additional information: image review: submitted images appear to display broken mas screws at the right and left s1 pedicles. If information is provided in the future, a supplemental report will be issued.